Event description:
It was reported by customer that after inserting an accucath 20g 2.25 inch catheter, it would not flush. Nurse attempted to remove and when almost completely out, catheter could not be removed from the vein/skin. Surgeon called to remove so as not to damage catheter. Surgeon able to pull out and the tip of catheter was kinked. Additional information 07/25/2024: it was reported by the customer "the patient did not have catheter removed surgically. The surgeon was able to pull it out. I am not aware if the patient had any subsequent adverse event."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter is confirmed; however, the exact cause is unknown. Two photographs of an accucath were returned for evaluation. An initial visual observation of one of the photographs showed a bend near the distal end of the catheter. Evidence of use was observed on the catheter. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that after inserting an accucath 20g 2.25 inch catheter, it would not flush. Nurse attempted to remove and when almost completely out, catheter could not be removed from the vein/skin. Surgeon called to remove so as not to damage catheter. Surgeon able to pull out and the tip of catheter was kinked. Additional information 07/25/2024: it was reported by the customer "the patient did not have catheter removed surgically. The surgeon was able to pull it out. I am not aware if the patient had any subsequent adverse event."